Manufacturer narrative:
The device depicted in the radiograph as loose from the left rod was returned for evaluation. The left device is intact with no damage and meets specifications. The returned device from the right side has tulip head that has disassembled from the shank. The marring/damage suggest the disassociation maybe the result of a prying force. The complaint was confirmed. Both devices meet dimensional specifications. Unknown factors include: patient activity at the time or prior to the event, patient bone quality, the degree of spinal instability, or patient compliance with post-operative care instructions or if the patient sustained a fall/impact of any sort (no trauma was reported.). Root cause or specific failure mode cannot be determined. Labeling review notes: "possible adverse events disassembly, bending, and/or breakage of any or all of the components. Loss of fixation".

Event description:
Patient received a spinal fusion surgery with bilateral fixation from t9-pelvis. Initial surgery date was (B)(6) 2020. On (B)(6) 2020 radiographs depicted the left iliac screw loose from the rod and the right tulip disassociated from the right shank head. Revision surgery on (B)(6) 2020 replaced both screws and added secondary pelvic screws as well as satellite cocr rods.